Manufacturer narrative:
(B)(4). Batch # m5415n. The analysis found that one plee60a device was returned in good visual condition and with an gst60g cartridge reload present. Additionally, the reload was received fully fired and with the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a sleeve gastrectomy procedure, on the third firing with a green gst cartridge and gore seamguard buttressing, the device was placed in the patient, jaws were closed, and the surgeon waited 15 seconds. The device was fired with a pulse fire technique; fired about one-third, paused and started again, heard a click during the second pulse, paused again, and then completed the firing sequence; the knife retracted. Upon opening the device, it was observed that the staples were formed properly on the specimen side, but the patient side was open; some staples had not deployed from the cartridge and others were unformed. The area was oversewn and the case was completed with another device of the same product code. The sleeve leak checked fine. Bmi and gender of the patient were unknown. There were no patient consequences reported.